Event description:
It was reported the patient programmer was increasing amplitude when the minus button was pressed and decreasing amplitude when the plus button was pressed. A replacement patient programmer was sent to the patient. Follow up identified the patient received the new programmer, and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.